Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the pump was dimpled; therefore, the pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The pump tubing was not returned for analysis as it had been cut down to the pump block. No leaks were identified in the pump; however, the component did not pass the deflation test during functional examination. Based on the information available and analysis results, the deflation issue identified during functional inspection could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the pump was dimpled; therefore, the pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the pump was dimpled; therefore, the pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The pump tubing was not returned for analysis as it had been cut down to the pump block. The pump passed leakage and functional testing. Based on the information available and analysis results, the reported clinical observations could not be confirmed.